Event description:
It was reported that a needle break occurred with a bd insulin¿ syringe w/ bd ultra-fine¿ needle. The following information was provided by the initial reporter, "when drawing needle shield, it didn't recover. When covered the shield, needle came out."

Manufacturer narrative:
Investigation customer returned (1) loose 30g x 8mm, 0.3ml bd insulin syringe. The following was reported: when drawing needle shield it didn't recover, when covered the shield needle came out. Additionally, the customer said that when she was removing the shield, the hub also was detached from the barrel. After that, she tried attaching the hub to the barrel, but she could do it. The returned sample was examined and no hub-needle/shield separation was observed, therefore the alleged hub separation issue could not be confirmed. It was then observed that, when drawn back, the plunger rod would return (retract) back to the zero scale mark suggesting that there may be a clog. A wire test was then performed: the wire could not pass through the length of the cannula due to a blockage, possibly excess adhesive during the manufacturing process. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle hub separates) - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) possible root cause: during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The pullout device moves the cannula out a small distance for adhesive to be applied and pulled into the hub with vacuum. Opportunity to have more flow of adhesive under cannula and chances of getting adhesive clog.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a bd insulin¿ syringe w/ bd ultra-fine¿ needle. The following information was provided by the initial reporter, "when drawing needle shield, it didn't recover. When covered the shield, needle came out."